Manufacturer narrative:
W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2022, the patient was treated for an abdominal aortic aneurysm. A gore® excluder® iliac branch endoprosthesis was implanted. The last device to be implanted was a gore® excluder® aaa endoprosthesis as a bridging piece. The device was inserted with 1633fr gore® dryseal flex sheath in the proximal ibe. The surgeon was advised to move the sheath up, but didn't do so.. The gore® excluder® aaa endoprosthesis advanced through the sheath, but the sheath didn't advance and the surgeon removed device, and at the same time lost the wire. Whilst re cannulating the physician tried to move the sheath up and pushed and rotated ibe up. The physican regained access and deployed the gore® excluder® aaa endoprosthesis to concertina to ibe fd and 27mm limb deployed at the fd (partially covering liia) instead of above the ibe fd. A future procedure to either salvage or plug liia is planned.